Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unable to be inserted deep enough into the vessel and the threshold was poor. This lv lead was replaced with different model and not implanted. No adverse patient effects were reported.